Manufacturer narrative:
(B)(4). The reported issue, hc returned back to its basic manufacturing settings, was confirmed by review of the logs. The assignable cause of the reported issue was undetermined, issue was not duplicated nor was any malfunction or failure found in the device that could have caused or contributed to the issue. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2069 on a home choice (hc). The baxter technical service representative (tsr) had the home patient (hp) cycle the power on the hc. The hc then alarmed check total volume and then check therapy time. The tsr advised that the hc returned back to its basic manufacturing settings. The tsr attempted to end therapy with the hc, but the hc then asked for therapy time. There was a patient involved and was no patient injury or medical intervention indicated at the time of the initial report.